Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was report that the patient underwent an initial total knee arthroplasty on (B)(6), 2014. Subsequently, the patient was revised on (B)(6), 2015 due to pain. The tibial bearing was removed and replaced.